Event description:
Reporter stated that customer received the following results on 2 different meters within 5 minutes: 8.4 mmol/l (mobile system) and 3.7 mmol/l (nano system). Customer was shaky at the time of these results. No actions taken based on device results. No adverse event due to the device reported. The manufacturer requested return of suspect product for evaluation.

Manufacturer narrative:
The event occurred in (B)(6). This medwatch is for the nano system. Reference medwatch with patient identifier (B)(6) for the mobile system.